Event description:
Additional information was received from the patient. The patient clarified that the internal battery was losing charge much quicker. It quit charging and working without warning. They went to charge the internal battery in the manner they always had and it simply would not charge at all. They were referred to a neurosurgeon and the rep determined the internal battery was dead. They got a new battery on (B)(6) 2023. The patient noted that when the implant died, the pain was back to some of the worst pre-stim levels ever. They were unable to job duties due to the horrible increase in pain and symptoms.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that recharger no longer recharging internal device. Internal device not in overdicharge.  Started recharge session over phone. Excellent connection. Pt needs new recharger. Information was received from a patient (pt) regarding an external device on (B)(6) 2023. The reason for call was that it quit working over the weekend. Pt said that they tried all day yesterday to contact patient services (pss), but then they were given to a rep who then referred them to another rep. Pt said that the rep thought they needed a new recharging device. Pss attempted to clarify the reported issue further with the pt, however pt just said that it wouldn't charge at all. Pt then said that over the past couple months they noticed that after the device charged that the device had been losing the charge much quicker; pss understood that the pt meant that when the ins was done charging they noticed that the ins had been depleting quicker. Pt said not this time but the time before when they were trying to recharge the ins the recharger displayed a code with a doctor and exclamation. Pt said that somehow they got around the message and the ins charged again but then the device quit working altogether. Pt said that they were miserable and that they had a great run since the ins was put in but all of a sudden it was just gone and they had forgotten what pain was all about; pss understood that the pt was referring to loss of therapy. Pss asked the pt if the code was 375 or 376 that appeared, however pt said that there wasn't a number appearing on the doctor screen. Pt confirmed that there were no issues charging the recharger from the dtc. Pt saw no apparent damage to the recharger or recharger antenna. Pss had the pt initiate an ins recharging session. Pt saw the normal recharging screen with all eight coupling bars shaded in. Pt said that they wore the equipment for three hours on saturday and sunday but the ins wouldn't increment above a quarter and they couldn't turn the ins on since the ins battery was too low. Pt said that when they pressed the on button on the recharger, they saw the charge neurostimulator battery now screen. Pt noted that they had never seen this screen before. Pt said that they thought the issue was with the ins since they have had the ins for 5 years or more and hadn't been replaced. The external equipment was working as intended during the call. Pss redirected pt to hcp/rep to further address the reported issue.